Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report patient death. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4. Patient anatomy included an extremely commissural posterior leaflet flail. The transseptal puncture was performed and was noted to be extremely challenging. It was not possible to get more than 3.2 cm of height. The physician decided to proceed with the transseptal puncture and the steerable guide catheter (sgc) was advanced across the septum. The nt clip delivery system (cds) was steered down to the left atrium. The cds was steered down to the mitral valve, but could not be kept above the valve without a significant understraddle. It was noted that there was a severe aorta-hugging trajectory with the sgc, but this was unable to be corrected with "+" knob due to the lack of height. It was suggested that the transseptal puncture be repeated, but the decision was made to continue the procedure. The cds was steered into the left ventricle and an attempt was made to grasp the leaflets; however, both leaflets were not able to be grasped, due to the poor trajectory, and the clip became caught in the chords. The clip was able to be freed, and was inverted and pulled back into the left atrium. It was noted that the mr had worsened and a medial chord tear was suspected. The decision was made to repeat the transseptal puncture and the cds and sgc were removed. The devices were re-prepped and re-inserted; however, it was noted that the transseptal puncture height was still no better than 3.2 cm. When the cds was steered down to the mitral valve, the trajectory appeared no different from the initial attempt. Additional "+" was added to correct the trajectory, but this required more understraddle. Additional attempts were made to grasp the leaflets, but this was unsuccessful. The clip was inverted and pulled back into the left atrium. The decision was made to remove the nt clip and try an xt clip. At this time, the patient became hypotensive and an intra-aortic balloon pump was placed. The mitraclip procedure was aborted and surgical consult was made. A significant pericardial effusion was noted in the area of the right atrium. Chest compressions were started and the pericardial effusion was drained; however, the patient condition remained unstable and the patient died. It was unknown what caused the pericardial effusion, but was possibly related to the transseptal puncture attempts. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effects of tissue damage, pericardial effusion, hypotension, mitral regurgitation (mr) and death as listed in the electronic mitraclip g4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The improper or incorrect procedure or method (user error) was related to under-straddling the clip delivery system (cds) to keep the cds above the valve and the cds being re-inserted into the anatomy after the transseptal puncture was repeated. It should be noted that the IFU instructs the user to straddle the cds: under echocardiographic guidance, advance the cds and retract the guide iteratively as needed while maintaining the guide in the left atrium (la). Stop when the guide ro tip ring is between the ro alignment markers of the sleeve, as confirmed under fluoroscopic guidance¿. Additionally, the IFU warns the user: ¿do not re-use the cds after removal. Replace the cds with a new device.¿ the use errors did not cause the reported issues. This event was further reviewed by abbott medical affairs director (md). The reviewer stated ¿in this case of grade 4 degenerative mitral regurgitation, due to challenging anatomy and subsequent poor trajectory, the clip became caught in the chords. It was freed and inverted and then pulled back into the left atrium. Mr worsened and a medial chord tear was suspected. A second procedure was attempted but ended with the same challenges, removing the nt clip and trying an xt clip. At this time, the patient became hypotensive, and an intra-aortic balloon pump was placed. The mitraclip procedure was aborted, and surgical consult was made. A significant pericardial effusion was noted in the area of the right atrium. Chest compressions were started, and the pericardial effusion was drained; however, the patient condition remained unstable, and the patient died. It was unknown what caused the pericardial effusion, but it was likely related to the trans-septal puncture attempts. Death was unrelated to the device but was related to the procedure. All available information was investigated, and the reported positioning failure associated with unable to grasp the leaflets resulting in difficult to remove the clip from the chords appears to be related to the poor trajectory and the low transseptal puncture. The improper or incorrect procedure or method (user error) was related to the need to under-straddle the clip delivery system (cds) in order to keep the cds above the valve and the cds being re-inserted into the anatomy after the trans-septal puncture was repeated. The reported chordal tear (unspecified tissue injury) resulting in mitral valve insufficiency/regurgitation (mr) appears to be related to the procedural circumstances associated with the difficult to remove the clip from the anatomy. A cause for the reported pericardial effusion resulting in hypotension and subsequent death cannot be determined. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.